Event description:
Caller tested 4.3 inr on the coaguchek xs system while a comparison lab returned as 2.8 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Customer received a false high troponin t result on a serum sample collected from a patient in the emergency room. The original sample was aliquoted and the same aliquot was run for initial and repeat testing. Initial result gave 0.031; repeated twice giving 0.273 and 0.031 ug/l. No information provided if erroneous results were reported or if patient was adversely affected. Although a specific root cause has not been determined, it was noted the customer was not following manufacturer's recommendations for sample handling indicated by too short clotting time, centrifugation speed was too high and, and centrifugation time was too low. Analysis of control recovery and instrument data did not indicate in issue. Investigation is on-going.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.